Event description:
I was diagnosed (B)(6) 2016 with breast cancer. I opted to do unilateral mastectomy on the right breast. My plastic surgeon placed the allergan natrelle textured, reference # tcl-140 implant in left breast during reconstruction surgery for symmetry. My last surgery was (B)(6) 2017 and I have been having adverse side effects since approximately (B)(6) 2018. I now have rash, shooting pain, pain in upper ribs, itching over entire breast, total loss of libido, insomnia and nausea. I'm in the process of locating a knowledgeable surgeon and pathologist that can extract these implants and do the proper studies to see if I have alcl. Please contact if I can answer more questions in order to help women who have been affected as well. I will be happy to report my results once I locate a physician that I trust to do this surgery. FDA safety report ID # (B)(4).